Event description:
It was reported that the customer believes that the cuffs are not sufficiently packaged to guarantee sterility. The customer reported that while taking cuffs out of the packaging, there is a high risk that the cuffs become unsterile. The ribbons are placed in a way that when removing the cuff from the packaging, the ribbons touch the environment, therefore, the cuffs become unsterile. Through add'l clinical follow up with the reporter it was noted that the issue did not occur during patient use. There was no report of patient injury or medical/surgical intervention.

Manufacturer narrative:
The device was not returned to the MFR. A follow up medwatch will be submitted once the investigation is complete.